Event description:
It was reported the patient had his spectra removed and replaced with an ams inflatable penile prosthesis because of patient dissatisfaction. No patient complications were reported in relation to this event.

Manufacturer narrative:
Additional information: the two spectra cylinders were visually inspected and functionally tested. They performed within specifications. One cylinder had a hole in the outer layer that was the result of a sharp instrument that exposed inner segments.